Event description:
A surgeon reported a patient that was unable to tolerate and neuroadapt to glare and halos around lights following an intraocular lens (iol) implant procedure. The iol was exchanged three weeks later for another lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been one similar complaint reported in the lot number. Additional information has been requested. (B)(4).